Event description:
It was reported that dduring a replacement colostoma, the anvil was attached and it felt strange. The green staple line moved different ways. The stapler was opened and the head was released from the device. Again the device was inserted and the iron staple trocar perforated the distal end. The trocar of the device was used to perforate the distal stump in order to attach the device and complete the firing stroke. The anvil head was re-attached, closed, and fired. The device fired with extensive force. The device could not be closed in the safe firing area. A strange sound was heard when the device was fired. The device was removed from the patient. Two complete donuts were noted after firing. One donut seemed to contain a staple. The breakaway washer was broken completely in two separate rings as usual: one piece in the head and one piece in the device. After leakage control a big hole of 1 cm appeared. Hand suturing was used to repair the one cm hole. The surgeon placed an omentumplug on to the distal stump for extra leakage control. After this a temporary doubleloop ileostomy was created. There was no further consequence to the patient reported.